Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Incomplete/interrupted firing. The ec60 device was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lockout. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device was disassembled to verify the integrity of the internal components and no anomalies were found. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device could not be opened after firing. The staples were malformed. The surgeon used forfex to the remove the device from the tissue. The procedure was completed with same like device. There were no adverse consequences to the patient.